Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, the laser fiber broke off inside the patient. Per the customer, the fiber were retrieved using copious irrigation and lavage. Fragment removal was confirmed with extensive [sic] visualization of possible locations. The procedure was completed as intended as use of the laser fiber was complete and no longer needed after it broke. However, there was a thirty minute delay.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. A device history record review could not be performed as the original equipment manufacturer (OEM) lot number is unavailable. The root cause of the reported event is related to the OEM's fiber stripping process. To address this issue, the OEM has updated their stripping process to micro stripping, from blade stripping. They also reduced the strip length of the fibers. Olympus will continue to monitor complaints for this device.